Manufacturer narrative:
UDI and expiration date added. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the production records review did not reveal any abnormality during the subject pacemaker manufacturing. The device was manufactured and delivered according to all applicable procedures. Based on the complaint description, a lead connection issue is the most likely hypothesis. Indeed, the event occurred the day following the implantation and the lead was found disconnected. After reconnection, the issue did not recur. Based on the available data, no issue is suspected on the subject device.

Event description:
Reportedly, on (B)(6) 2025, a pacemaker replacement intervention was performed, and an eno dr (s/n: (B)(6)) was implanted. On (B)(6) 2025, a 10-second cardiac arrest due to pacing inhibition was observed in the ward, and an external pacemaker was fitted. On (B)(6) 2025, a reintervention was performed, and a loose connection of the ventricular lead connector was confirmed, so the ventricular lead connector was refixed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the production records review did not reveal any abnormality during the subject pacemaker manufacturing. The device was manufactured and delivered according to all applicable procedures. Based on the complaint description, a lead connection issue is the most likely hypothesis. Indeed, the event occurred the day following the implantation and the lead was found disconnected. After reconnection, the issue did not recur. Based on the available data, no issue is suspected on the subject device.

Event description:
Reportedly, on (B)(6) 2025, a pacemaker replacement intervention was performed, and an eno dr (s/n: (B)(6) was implanted. On (B)(6) 2025, a 10-second cardiac arrest due to pacing inhibition was observed in the ward, and an external pacemaker was fitted. On (B)(6) 2025, a reintervention was performed, and a loose connection of the ventricular lead connector was confirmed, so the ventricular lead connector was refixed.